Event description:
It was reported that the pump was shut off over a year ago because it was not working and then it was explanted. The patient never got any relief from the pump. Per the reporter, the previous health care professional (hcp) was pumping the patient full of pain medication and it was killing him. The patient was hooked on pain medication. Currently, the patient uses the stimulator and occasionally a hydrocodone. It was later reported that the hcp had not seen the patient since (B)(6) 2011. It was later reported that telemetry showed pump shut off for 385 hours with eri <(><<)>1 month. The patient was a ¿no show¿ for last scheduled appointment on (B)(6) 2012.

Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. (B)(4).